Event description:
Event description guidant received information that during a device replacement procedure, this right ventricular lead was abandoned surgically due to a sub-clavicular crush resulting in a lead fracture.